Event description:
A customer's husband reported customer received a reading of 222 mg/dl, that was higher than how she felt and self-dosed with insulin off of that reading, which resulted in hypoglycemia episode. The caller further reported that paramedics were called and obtained a reading of 244 mg/dl, however, the caller didn't specify which meter had been used. Additionally, the customer was transported to a local hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose. During a troubleshooting with adc customer service, it was discovered the customer did not wash her hands prior to testing, which might result in inaccurate readings. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.